Event description:
The user facility reported that metal shards were found inside of the collet, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.